Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found fluid in the area of tubing, with no visible holes or tears, at pinch valves (pv21 and pv22). He replaced them to resolve the leak. The fse did not observe aspiration errors. He performed verification of instrument which met the specified requirements per established procedures. (B)(4).

Event description:
The customer reported that 10 ml of diluted bloody fluid leaked from the lh500 and onto the counter during startup. In addition, while running quality controls (qc) the instrument had generated aspiration errors. There was no biohazard exposure to mucous membranes or open wounds. The customer stated that a preventative maintenance (pm) was done on instrument the day before. No erroneous patient results were generated in connection with this event.